Event description:
Caller states that the patient tested 6.2 inr and 3.5 (different brand) inr during duplicate testing. No action was taken based on device results. A comparison lab returned as 3.5 inr. Requested return of suspect device and replacement was sent.